Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when the insulin pump was delivering a bolus he could hear the motor running and a clicking sound as the insulin was being delivered. Customer also reported that the insulin pump had no delivery alarm and resolved by changing complete set. The customer¿s blood glucose level was unknown at the time of the incident. The device will be returned for analysis. Frn-unk-rsvr,unomed-set.